Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No delivery alarm functioned properly. Device had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that his blood glucose was 134 mg/dl after breakfast. Two hours later, customer's blood glucose went up to 416 mg/dl. Customer's blood glucose at time of call was 364 mg/dl. Customer treated high blood glucose with insulin injections. Customer reported the device did not alarm a no delivery alarm when the cannula was bent at 90 degree. Device passed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.